Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the pump case and inspect various components, leading to the discovery of an o-ring on the pneumatic tap. After cleaning the area and ensuring the cartridge clicked into place, the customer successfully completed the loading process and resumed insulin use.